Manufacturer narrative:
Further information was requested, but not received.

Event description:
Additional information was obtained. Revealing, that the ipg was replaced via surgical intervention on (B)(6) 2024.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the ipg became unable to communicate with external devices following an unrelated surgical procedure wherein the device was not placed into surgery mode. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
H6 corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.